Event description:
On (B)(6) 2012, patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2014, the patient presented to the emergency department with a fever and abdominal pain. CT angiography identified gas in the sac of the aneurysm. The patient was transferred to the intensive care unit with a diagnosis of infection in the aortic sac. It was reported an additional CT identified an infection and a fistula into the duodenum. The physician reportedly decided to monitor the patient and no procedure was performed. On (B)(6) 2014, the two gore® excluder® aaa endoprostheses were explanted due to an infection in the aneurysm sac. The infection was reportedly caused by the aortoenteric fistula into the duodenum. It was reported the physician stated the cause of the fistula is unknown. The patient tolerated the procedure. It was reported the devices were discarded at the hospital and are not available for evaluation.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. The patient¿s medications include: cinthroide, atenolol, prolisec, and amilaride. Additional devices implanted and involved: pxc121200/7098695.